Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had experienced a return of symptoms; they had increased symptoms of incontinence. They also reported that they had fallen twice in the last month, one time the bathtub and another time in a ditch. It was noted that they changed programs on (B)(6) 2019 to see if it might improve their symptoms, but they had not yet set up an office visit to check impedances. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient stated that the symptoms returned a couple of weeks before they reached out to their provider (exact date unknown). The affect of the fall on the implanted device was not determined. Changing programs did result in symptom improvement. No further action was needed. There were no further complications reported or anticipated.